Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a coronary lesion. During inflation of an unspecified device, fluid was noted to be leaking at the edges of the rotating hemostatic valve. There was no reported adverse patient effect or a clinically significant delay in the procedure. Another device was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported leak was unable to be replicated in a testing environment due to the condition of the returned device; however, it was noted that there was detached/damaged thrust bearing tabs. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandled and/or over torqueing during switching of the locking mechanism resulting in the noted detachment/damaged thrust bearing tabs; thus, resulting in the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, it was reported that the leak was at the edge of the indeflator during inflation. No additional information was provided.